Manufacturer narrative:
Please refer to the updated analysis report. - attachment: [20200204 - file-2019-03145 - analysis_and_closure_report_resp-2020-00123.pdf].

Event description:
Reportedly, the patient suffered from repeated blackouts. Upon attempt to interrogate the subject pacemaker, absence of telemetry and output was observed. It was suspected that the pacemaker, which was implanted on (B)(6) 2003, reached its end of life. The pacemaker should be replaced.

Event description:
Reportedly, the patient suffered from repeated blackouts. Upon attempt to interrogate the subject pacemaker, absence of telemetry and output was observed. It was suspected that the pacemaker, which was implanted on (B)(6) 2003, reached its end of life. The pacemaker should be replaced.

Manufacturer narrative:
D7 (explantation date) updated. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffered from repeated blackouts. Upon attempt to interrogate the subject pacemaker, absence of telemetry and output was observed. It was suspected that the pacemaker, which was implanted on (B)(6) 2003, reached its end of life. The pacemaker should be replaced.